Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 6atm, 8atm, and 8atm accordingly within 1 minute each. However, at third inflation, it was noted that the balloon ruptured. The procedure was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.